Manufacturer narrative:
There was no patient involvement. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the pressure alarm for the sorin s5 system did not give an audio alarm. The pressure alarm stopped the arterial pump and the visual alarm was displayed on the control panel. This issue occurred during training, so there was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the pressure alarm for the sorin s5 system did not give an audio alarm. The pressure alarm stopped the arterial pump and the visual alarm was displayed on the control panel. This issue occurred during training, so there was no patient involvement.